Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. The insulin pump was received with broken battery tube threads and minor scratches on the display window.

Event description:
The customer's daughter reported via phone call that a piece on the threading broke off from the battery compartment. He was trying to put a battery in and it fell out. Customer's blood glucose level was 125 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.